Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported for the autopulse platform with serial number (B)(4) for the same user advisory (ua) 41 (patient temperature sensor failure) issue. However, there were no replacements/repairs performed, since the temperature sensor was found to function as intended and the device passed functional testing with no faults found. Review of the archive data revealed numerous ua 41 had occurred on 10/20/2016. During functional testing, ua 41 occurred during compressions. Further investigation found a faulty temperature sensor. To resolve the issue, the temperature sensor was replaced. The platform was tested and no faults were reported. In summary, the customer's reported complaint was confirmed. The autopulse platform is a reusable device and was manufactured on 09/24/2014. Therefore, this type of issue is characteristic of normal wear of the device. The faulty temperature sensor was replaced. The power distribution board was updated (unrelated to the reported complaint) to ensure that the autopulse platform remains current. The platform passed all final testing criteria.

Event description:
It was reported that autopulse platform (s/n: (B)(4)) displayed a user advisory 41 (patient temperature sensor failure) during a morning shift check. There was no patient involvement reported.